Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that filter bag was unable to close upon removal. The target lesion was located in the carotid artery. A 190cm filterwire ez was used for treatment. During the procedure, the physician inserted and advanced the filterwire with the ez retrieval sheath, through a 3.5 6f non bsc guide catheter across the lesion to the desired location. The physician was able to advance the device until the apex of the filter loop can be deployed in the minimum landing zone. The physician then attempted to deploy the filter by holding the protection wire in place with the wire torquer pressed against the hemostasis valve while simultaneously retracting the ez retrieval sheath. However, upon removal of the ez retrieval sheath, the filter also comes back along with the sheath and not remaining in the deployed location. Furthermore, the physician was not able to closed the filter bag upon removal and decided to remove the whole assembly from the patient's body. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The unit returned has the distal tip damaged. The device returned has the protection wire exposed through sheath slit. Residues were noted between the sheath and protection wire. The od dimensions were found within specifications. Sheathing and unsheathing test was not performed due to exposed protection wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that filter bag was unable to close upon removal. The target lesion was located in the carotid artery. A 190cm filterwire ez was used for treatment. During the procedure, the physician inserted and advanced the filterwire with the ez retrieval sheath, through a 3.5 6f non bsc guide catheter across the lesion to the desired location. The physician was able to advance the device until the apex of the filter loop can be deployed in the minimum landing zone. The physician then attempted to deploy the filter by holding the protection wire in place with the wire torquer pressed against the hemostasis valve while simultaneously retracting the ez retrieval sheath. However, upon removal of the ez retrieval sheath, the filter also comes back along with the sheath and not remaining in the deployed location. Furthermore, the physician was not able to closed the filter bag upon removal and decided to remove the whole assembly from the patient's body. There were no patient complications reported and the patient's condition was stable.